Event description:
It was reported that during a da vinci si prostatectomy procedure, arcing occurred with the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and holes burnt through the silicone. The silicone exhibits localized melting around the holes, indicative of arcing. The hole sizes range from .010 to .025 with varying shapes (round and oblong) and are located from .030 to .415 above the silicone to sleeve interface. Multiple holes indicate multiple arcing events occurred. The tip cover also has various mechanical tears in the general vicinity of the holes.